Manufacturer narrative:
The device was received for evaluation. During functional testing, constantly alarming air in line was not reproduced. A review of the history log revealed air in line messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be a missing upstream pusher. The upstream pusher requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line constantly during testing in the biomed service department. There was no patient involvement. No additional information is available.